Event description:
It was reported that in treating the renal the balloon ruptured at 2 atm. The physician was aware that the balloon had burst; however, kept forcing fluid through to deploy the stent in the lesion. The stent delivery system was removed from the pt without any problems. There was no pt injury or effect.